Manufacturer narrative:
The device in question was returned manufacturer on april 22,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the product failed. Insufficient light. No harm to patient, user or third and no patient involvement reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "hardware the light from both leds is too dim" was confirmed, and further defects were detected. In total the following defects were detected: · led is dim · blade worn · housing worn as stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the customer. If new or additional relevant information, we will reopen the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).